Event description:
Patient found with g-tube out of tract and balloon laying on bed, bedside nurse tried to re-inflate balloon and unable to do so. Water was coming out of the balloon as it was instilled.